Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "capsular contracture, baker grade 4" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician confirmed rupture, and additionally reported pain and capsular contracture, baker grade 4. This relates to the left side. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the surface of the shell and a broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by mammogram and ultrasound. This relates to the left side. Device remains implanted.